Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further reported that the implant date was not known and not (B)(6) 2016 as previously reported. The patient did not experience abstinence symptoms as a result of the event. The pump was explanted on (B)(6) 2016 and the serial number of the new pump was unknown. The representative was not present at the explant. The health care provider (hcp) was informed that the pump should be returned for analysis; however, the hcp threw the device away.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who received unknown baclofen 500 mcg/ml at a dose of 150 mcg/day. The patient¿s medical history and concomitant medications were not obtainable. It was reported that during normal use on (B)(6) 2016 the pump alarmed. The log data noted error codes of multiple intermittent resets (01)-low battery resets (2b) occurred as well as safe rate (07). This was also reported as restart-restart low battery. The estimated elective replacement indicator was 11 months. There were no environmental, external, or patient factors that might have led or contributed to the event. No diagnostic testing or troubleshooting was performed. As reported, the serial of the pump was in range of those likely to show up with this kind of error. At the time of the report the issue was not resolved and the patient¿s status was alive-no injury. Patient symptoms were not reported at this time. An explant of the pump did not occur but was planned. The date of the planned explant was not known. The pump was expected to be returned. The implant date of the pump was reported as (B)(6) 2016. Clarification of this date was requested as this would be after the alleged issue had occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.